Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin once daily for five days (dose and route not reported) for peritonitis. At the time of this report, the patient remained under treatment for the peritonitis event. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event and the peritoneal effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.